Event description:
It is reported that the articular surface did not seat in the tibial tray as usual. It was inserted and removed several times, but the surgeon was not satisfied with the way it was locking into the tibial component.

Manufacturer narrative:
It is possible the articular surface did not fully slide under the male dovetail on the tibial plate. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Regarding attempted reinsertion and dissatisfaction with the fit, the package insert for the articular surface warns, "do not reinsert an articular surface implant that has been inserted previously. There may be visually nondetectable flaws that could reduce the service life of the implant." It is possible that the problems encountered are related to surgical technique; however, more information would be needed to conclusively make that determination. The returned articular surface meets specifications where measured; however, the dovetail lips are flared. The device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications. No other reports of any nature have been received for this part and lot number combination.